Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump was under delivering the insulin and blood glucose was 23.3 mmol/l at the time of the incident and current blood glucose was 14 mmol/l and 24.1 mmol/l. Assisted with performing the high pressure test and was passed. The blood glucose was 26.6 mmol/l and this morning she woke up with high sugars around 20 mmol/l. Customer corrected it with bolus and insulin pump, however her blood glucose remained high and changed the infusion set. Tested again later and was 23 mmol/l. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Customer is not in a position to continue troubleshooting so will call doctor to discuss how to treat high blood glucose. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specifications. The insulin pump passed functional testing including the self test, rewind, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test.